Event description:
It was reported that the device delivered multiple shocks due to noise. Rv lead failure also reported. The lead was capped. No patient complications have been reported as a result of this event.